Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 complaint of plunger does not move freely and keeps getting stuck was verified during testing and revealed in the event log. When duplicating event the plunger was difficult to move back and forth. This was isolated to carriage cracked, causing the carriage washer to come out of place and press into the position pot tab instead of sitting beside it. Action was taken to replace the carriage and position pot. Device was in overall good physical condition. Passed all functional testing and ready for service.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 malfunctioned. Plunger does not move freely and keeps getting stuck. No patient involvement.